Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2dtm3 serial# implanted: (B)(6) 2021 explanted: (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the loss of stimulation was determined. The hcp believed that the lead was too short and it was pulled with movement. The hcp reported that lead migration was confirmed. The patient went to the operating room on 2021-07-26 to remove and replace the lead. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2dtm3 serial# implanted: (B)(6) 2021 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2dtm3, ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted on (B)(6) 2021. On (B)(6) 2021, the patient was getting up from a recliner and felt a sharp pain across their back. On (B)(6) 2021, the patient started having bladder spasms. They increased stimulation from 1.4 volts to 2.2 volts and did not feel anything. They tried programs 1 and 2 and increased stimulation to 4 volts and did not feel anything. The patient noted they had an appointment with their healthcare provider scheduled for (B)(6) 2021 and had a call into the clinic, but had not heard back. The patient was redirected to their healthcare provider to further address the issue. The following day, a manufacturer representative reported that after being implanted, the patient had felt stimulation at 1.4 volts, but by tuesday, (B)(6) 2021, they were not feeling stimulation up to 5 volts. The patient had lost therapeutic benefit. The representative thought the lead might have pulled out. Troubleshooting was not required and the issue was not resolved through troubleshooting.